Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#1419652) on behalf of the manufacturer arjo hospital equipment (B)(4) (registration#9611530). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the manufacturer. Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
It was reported by the customer that the patient fell off the concerto shower trolley while being turned. The patient suffered a grazed head and was sent to the emergency room; no other information was made available regarding the patient's status.